Event description:
The device reportedly displayed a constant connect electrodes message when it was connected to a pt. A second device was obtained and attached to the pt using the same electrodes and connect electrodes was reportedly displayed by the back up device. The pt's outcome and details were not reported. The electrodes from the reported event were discarded by the facility following the reported event.